Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stent placement procedure to treat a distal biliary stricture due to chronic pancreatitis, performed on (B) (6) 2010. According to the complainant, a sphincterotomy was performed, the stricture was previously dilated, and the stent was deployed in a satisfactory position across the stricture. Post procedure that same day, the patient developed pain in the right upper abdominal segment. The patient was treated with medication and the following day the event was as "resolved without residual effects". There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine" and the event resolved without residual effects.

Manufacturer narrative:
This device was used as part of clinical study (B) (4) (wallflex biliary fc benign stricture).patient's weight is unknown. The device remained implanted in the patient, therefore, a product analysis will not be performed. If there is any further relevant information identified, a supplemental medwatch will be filed.